Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), implanted: (B)(6) 2015, product type: recharger. Product ID 9 77a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The health care professional (hcp) reported via the device manufacturer's representative (rep) that the patient didn't feel that the spinal cord stimulation (scs) helped her tailbone pain and hated having to recharge. The patient lost her job and wanted to have explanted before her insurance ended. The issue occurred during device follow-up. The patient expressed to the hcp she was thinking of an explant. The hcp told her to think about it, and she called the office to schedule the explant. The patient was reprogrammed at previous appointments and recharge education was done after implant. The patient required a lot of follow-up conversations on recharging. The rep noted the issue was resolved as the explant surgery was planned for (B)(6) 2015. Medical history includes gerd. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the returned neurostimulator model 97714 serial # (B)(4) showed that the battery had a reduced capacity due to overdischarge. The device was received with no telemetry and, according to the trace report obtained from the device following a physician mode recharge (pmr) recovery, the total recharge count was 22. The last recorded recharge session performed while the device was still implanted occurred on (B)(6) 2015. At that session, the ins was recharged for 1 hour and 57 minutes where the battery charged from 3.570 volts to 3.780 volts. The battery discharged to the lock mode on (B)(6) 2015. Per the last parameter trend diagnostic section of the trace report showed the last patient usage was on (B)(6) 2015. Analysis of both returned lead(s) model 977a260, serial #s (B)(4) showed no significant anomalies. Analysis of the both returned anchor accessories model 97791 lot # unknown showed no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.